Manufacturer narrative:
Analysis was not performed because the device was not received for testing.

Event description:
It was reported that the device tripped elective replacement indicator (eri) earlier than expected post followup. The longevity estimate was less than five to 27 months at the previous clinic visit, so the patient was scheduled for replacement in three months. However, elective replacement indicator (eri) was reached in one month. The patient did not feel well and became symptomatic with fatigue and shortness of breath when the device switched to vvi 65 pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.